Event description:
The customer reported that the left monitor screen locked up when trying to re-run the cine runs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the reported problem. The cables were checked and the connections were verified. The system was tested and found to be working as intended and put back into service.